Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, e3, h3, e1 (event site email), b3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) spoke to the customer and even after replacing the new screen the high pitch hum is still heard. The fse states the customer resolved the issue by replacing display top lcd (0160-00-0127) and the unit is back is service. Per the fse the unit is functioning and is back in service.the following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 07 nov 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 rev b, sn: n/a display top lcd. This part was received with a reported unit failure message of ¿display making loud high pitch humming noise¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed display top lcd into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional tests and passed. Also, pumped the cardiosave test fixture. The unit is considered operational currently, with no evidence of internal or external defects. The reported failure (¿high-pitched humming noise¿) could not be replicated. The display top lcd successfully passed all functional tests. Retaining display top lcd in the fat dept. Per procedure (B)(4). Probable root cause: vibration during use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation of e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) display was making a loud high pitch humming noise. There was no patient involvement.